Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative. 510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the device misaligned the distal static locking screw hole. The surgeon took off the prefix circle then the static screw missed the tfna nail. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This report is for one (1) unk - screws: locking. This is report 3 of 3 for (B)(4).